Event description:
During surgery - left total knee arthroplasty - screw from size 3 tibial baseplate fell into pt. Post op x-ray showed metallic object in posterior knee. Returned to surgery for removal of retained screw.